Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up if alternative information becomes available. Related report numbers (including this report): 3025141-2026-00311, 3025141-2026-00312, 3025141-2026-00313, 3025141-2026-00314, 3025141-2026-00315, 3025141-2026-00316, 3025141-2026-00317, 3025141-2026-00318, 3025141-2026-00320, 3025141-2026-00321, 3025141-2026-00322, 3025141-2026-00323, 3025141-2026-00324, 3025141-2026-00325, 3025141-2026-00326, 3025141-2026-00327, 3025141-2026-00328, 3025141-2026-00329, 3025141-2026-00330, 3025141-2026-00331, 3025141-2026-00332, 3025141-2026-00333, 3025141-2026-00334, 3025141-2026-00335, 3025141-2026-00336, 3025141-2026-00337, 3025141-2026-00338, 3025141-2026-00339, 3025141-2026-00340.

Event description:
It was reported: "screw driver tip/head fractured during manual screw insertion. The failures consistently occurred near the end of the insertion, specifically when fixing screws to the distal portion of the volar distal radius plate. No excessive force was applied during any of the cases."